Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "it was reported that there was no insulin flow during priming and injection. Consumer reported no insulin flow when priming or injecting. He tried to do both with same pen needle stated, when it didn't prime, he then tried to inject it. Insulin still did not flow. 2 pen needles affected 1 sample available." 2 occurrences were reported.

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "it was reported that there was no insulin flow during priming and injection. Consumer reported no insulin flow when priming or injecting. He tried to do both with same pen needle stated, when it didn't prime, he then tried to inject it. Insulin still did not flow. 2 pen needles affected 1 sample available." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported no insulin flow when priming or injecting. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.